Event description:
Device 1 of 3. Reference MFR. Report#3006705815-2019-00229. Reference MFR. Report#3006705815-2019-00230. Follow-up identified the system explant was due to lack of effective pain relief.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report#3006705815-2019-00229, reference MFR. Report#3006705815-2019-00230. It was reported the patient's scs system was explanted due to an unknown reason.